Manufacturer narrative:
User error. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level was 230 mg/dl. Customer attempted to resolve issue by changing pump supplies. Reportedly, the customer is using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer reverted to manual injections for insulin therapy.